Event description:
Add'l info rec'd from MFR 09/19/2002. Valleylab has reviewed the above referenced report and the cd provided by dr. Dr is correct in assertion that it is possible to incorrectly attach a flying lead bipolar cord to the monopolar port of a valleylab force 2 electrosurgical generator. In fact, this possibility exists for all electrosurgical generators sold in the u.s. And most of the generators sold world wide regardless of the manufacturer. Although the size of the holes in the bipolar and monopolar receptacles have been the same for the last 20+ years, valleylab generators have different spacing between the holes of the bipolar and monopolar receptacles. This spacing is also utilized by many other generator manufacturers, but unfortunately not 100%. Therefore, flying lead cords are still available in the marketplace. Valleylab primarily markets a bipolar cord with a molded end rather than flying leads. This ensures that the bipolar cord can only be connected to the bipolar receptacle. The bipolar device used by dr. Was not a valleylab product. Dr's verbal description of the event as a "user mistake is also correct. However, he has not clarified that in order for a user to obtain the undesired results described, the user would have to make four simultaneous mistakes. 1. They would have to plug a flying lead bipolar cord into the monpolar side of the generator. 2. They have to apply a monopolar return electrode to the patient for a bipolar procedure. 3. They have to intentionally increase the monopolar power settings above the 1 watt default present when the generator is turned on, even though they intend to use only the bipolar output. 4. When introducing the bipolar forceps into the laparoscopic cannula, the user would have to close the forceps, resulting in an activation tone. They would have to ignore the monopolar activation tone and lights. Valleylab user's guide (attached) contains full instructions for use and appropriate cautions and warnings regarding the correct use of bipolar instruments. Refer to page 1-6, 4-2, and 4-3 for specific cautions and warnings regarding the connection of bipolar instruments, if the customers heeds the warnings present in the user manual, these mistakes would have not been made. As stated above, dr admitted that a "user mistake" resulted in the unfortunate incident. One of valleylab's electrosurgical design engineers is a member of working group responsible for the international standard for high frequency surgical equipment (iec 60601-2-2). The subject of potential hazards associated with the incorrect connection of bipolar instruments has been discussed several times. The working group considered design options such as making the bipolar and monopolar receptacles distinctly different in hole size. Because of the immense base ofr installed generators in the world, it was decided that a preferred method of control would be to prohibit flying leads on bipolar cords. The working group has drafted an amendment to the standard which will soon be voted upon. It is estimated that this amendment will effect near the end of 2004.

Event description:
During laparoscopy at a hosp, an inadvertent burn of the sigmoid occurred using bipolar equipment, which required surgical repair. Reproduced the event in the lab, as initiallyy thought, the electrosurgical mishap was reported to be difficult to believe. Unfortunately, the mishap is technically possible indeed. Produced a video explaining how the mishap occurred. Rptr would send it if possible.